Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient started hemorrhaging at the needle site during a trial procedure on (B)(6) 2019. Reportedly, the patient had stopped taking their prescribed plavix on (B)(6) 2019. Physician was unable to stop the bleeding. The trial lead was removed and the procedure was abandoned. Patient was sent to the emergency room. Bleeding has since been stopped.